Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the operation of the esophagus abdomen, the reported product got stuck when being removed from the device. When the first device was pulled out forcibly, the insulation part broke off and got completely disengaged from the device but did not fall into the patient's cavity. The opening and closing of the jaws were not confirmed at the time of pulling, but events of being stuck in the trocar occurred on the two devices. The procedure was completed with another device. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted up from the device jaw. There was no missing piece on the damaged over mold or seal plate. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted up from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.